Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed was an area of in-stent restenosis (isr) located in the moderately tortuous and mildly calcified proximal to mid right coronary artery (rca). A 10/3.25 flextome cutting balloon was selected for use. During the procedure, the balloon catheter was able to cross the lesion without issue. However, pinhole rupture occurred when the balloon was inflated at 8atm during the first inflation. The procedure was completed with a 3.25 non-bsc balloon catheter. No patient complications were reported and the patient's condition was good.